Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild tortuosity and mild calcification. After pre-dilating the lesion, the xience v 2.75 x 18 mm stent was advanced. There was no resistance noted during advancement of the device to the lesion. While inflating the stent delivery system (sds) balloon to deploy the stent, the balloon ruptured at 8 atmospheres during the first inflation. The device was retracted after the sds balloon ruptured, during which, the stent dislodged from the balloon. Another xience v 2.75 x 18 mm stent was implanted across the dislodged stent to compress it against the vessel wall. There was no clinically significant delay of procedure. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture and stent dislodgment were confirmed. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.